Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving two separate products; associated MDR's #125714-2014-00765, 1225714-2014-00766, 1225714-2014-00767 and 1225714-2014-00768.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6), 2011 and subsequently expired on (B)(6), 2011 after use of the product.